Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose. The customer reported that he received a no delivery alarm. The customer's blood glucose was 570 mg/dl at the time of the hospitalization. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that he was given insulin through IV at the hospital. The customer stated that he was wearing the insulin pump at the time of hospitalization. The customer stated that the insulin did exit during fixed prime. The insulin pump will not be returned for analysis.